Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6, h10. Correction to e1 (added telephone number missed in the initial medwatch.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, during preparation for use, a sandstorm-like noise occurred in the endoscope image with the combination of video system center/xenon light source. The event improved after restarting. The unspecified diagnostic procedure was completed using the subject device. There was no report of patient harm associated with this event. This report is related to linked patient identifier (B)(6).